Manufacturer narrative:
The involved device has not been returned to the manufacturing facility for evaluation. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
After use of the vasc band, the patient developed a hematoma and was taken to the operating room to have the hematoma cleaned out.